Event description:
Reportedly, the balloon became detached after inflating and during extraction of emboli to a left femoral artery in a condition described as end-stage renal disease. Invervention to retrieve the balloon using a second catheter was unsuccessful. It was further reported that there were no pt injuries as a result of this incident.